Event description:
It was reported that an "unknown" material was observed in the syringe before use. It was indicated that the unknown material appeared to be like a piece of cardboard. It was also reported that the customer had to replace all the sterile tables in the operating room due to this contamination.

Manufacturer narrative:
One 10cc bd syringe was received taped to the outside of the returned catheter tray/ introducer kit combo package for evaluation. All kit components were returned. Pre-deco visual examination found no unknown substance on or inside the syringe. An examination was performed under the lab microscope at 10x magnification and the only substance found was medical grade silicone oil used to lubricate the plunger seal. The substance was observed where the plunger seal seats at the bottom of the syringe barrel. Visual examinations were performed with the unaided eyes and also using the lab microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of a contamination issue could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that an "unknown" material was observed in the syringe before use. It was indicated that the unknown material appeared to be like a piece of cardboard. It was also reported that the customer had to replace all the sterile tables in the operating room due to this contamination. There was no impact to the patient.